Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery popliteal (sfa pop). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 3 seconds the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with 5mmx40mm mustang balloon catheter. No patient complications were reported and the status was good.